Event description:
During bypass the arterial po2's fell from a high of 330 mmhg at an fio2 of 65% at the start of the case to a low of 30 mmhg at an fio2 of 100% at the end of the case. The original oxygenator was used to complete the case.